Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving prialt 10mcg/ml for a total dose of 0.500mcg/day via an implantable pump for complex regional pain syndrome type I and spinal pain. It was reported the patient was admitted to the hospital with fevers, chills, headache, nausea, and vomiting. The event required in-patient or prolonged hospitalization. Laboratory testing showed negative blood cultures on (B)(6) 2016. On (B)(6) 2016 medications were administered where the patient was given morphine and percocet for pain relief. The outcome of the event resolved without sequelae on (B)(6) 2016. The clinical diagnosis was inflammation possibly due to drug. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (prialt) was possibly related and the drug action that caused the vent was they added a new drug. It was later noted that the cause of the patient's symptoms and hospitalization was inflammation possibly due to drug. The patient's weight was (B)(6). No further complications were reported/anticipated.